Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, heavily calcified and heavily tortuous vessel in the distal left circumflex (lcx) artery. Pre-dilatation was performed using a 2.0x12mm semi-compliant balloon at 12 atmospheres and 14 atmospheres. The 3.5x48mm xience xpedition stent was deployed at the target lesion. Post deployment, a distal edge dissection occurred and a 3.0x18mm xience prime was used to cover the dissection. There was no adverse patient sequela and there was no reported delay in the procedure. No additional information was provided.